Manufacturer narrative:
A visual inspection was performed on the returned device. The reported deformation due to compressive stress was confirmed. The reported difficult to advance and difficult to remove could not be tested due to the device condition. A review of the production records and the corrective and preventive actions (CAPA) database was performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed no indication of a lot specific issue. The investigation was unable to determine a conclusive cause for the reported difficulties. Based on the information provided and because the stent delivery system (sds) was not returned for analysis, it is unknown what may have caused the reported difficulty during advancement or removal. Additionally, analysis found the dislodged stent within the returned guiding catheter, confirming the reported stent dislodgment. It is possible that manipulation of the sds, when resistance was met, contributed to the reported stent dislodgement. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case. C9 - #1 event reappeared after reintro updated to doesn¿t apply.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that when the 4.0x18 mm xience skypoint stent delivery system (sds) was advanced into the guide catheter (gc), there was resistance during advancement and during removal with the non-abbott guiding catheter (gc). The sds was removed and via cine images, it was observed that the gc was kinked, and the xience stent had dislodged inside the gc. The stent was retrieved via the gc. A new gc was used with new same size xience to treat the lesion. There were no adverse patient effects and there was no reported clinically significant delay in the procedure. No additional information was provided.